Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty due to vertebral compression fracture at l1. Intra-op, the balloon ruptured on the right side of l1. The balloon was deflated successfully. Blood began pulsating out of the right cannula. Then, balloon on left was deflated and inserted into the right cannula and inflated. Now, blood began pulsating out of left cannula as well. The surgeon decided to inject surgiflow down both cannulas. Bleeding stopped at this time. Both the balloons were inflated once more. Finally, about 7.5 cc of cement was injected into l1 successfully. A 300 ml of blood was lost due to this event. CT conducted after the surgery revealed a small psoas hematoma. The patient is stable and is recovering from hematoma.